Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying user advisory (ua) 19 (max applied load exceeded) error message was not confirmed during functional testing and archive data review. Upon visual inspection, a damaged front enclosure was observed. This observation was not related to the reported event. The archive data was reviewed and showed the session exit normally with no occurrence of ua 19 error message. The platform was functionally tested. It powered on and successfully performed compressions with a large resuscitation test fixture without the ua 19 error message or any other faults. The platform was further tested including the load cell characterization check which identified a defective load cell. This observation is not related to the reported event. The autopulse platform is a reusable device and was manufactured on 30 jul 2007. It has exceeded its expected service life of 5 years. The platform is 11 years old and has not seen regular preventive maintenance. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The ua 19 error message recorded in the archive data is easily clearable by the user. The ua 19 error message alerts the operator that the load plate has detected too much weight being applied. The ua 19 error message can be cleared by restarting the platform. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of related complaints reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 19 (max applied load exceeded) error message. No patient involvement.